Event description:
The patient presented to the emergency department having experienced arrhythmia and a fall. Pacemaker mediated tachycardia (pmt) was observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable.